Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. Visual examination of the provided pictures identified the explanted liner, bearing, head and stem components. The bearing component has indentation and deformation on the outer surface. No further observations could be made based on the images alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: g7 dual mobility liner 44mm f. Item: 110024464. Lot: 688590. Bioloxâ® delta, ceramic femoral head. Item: 00877502803. Lot: 3127966. G2: japan. The customer has indicated that the product location is unknown and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately two years post implantation due to dislocation. During the procedure, the stem, bearing, liner, and head were replaced. No additional information available for the reported event.